Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('had lavh a little over 3 weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) with procedural pain and tenderness and experienced arthralgia ("joint pain"), pain ("all over body pain"), fibromyalgia ("fibromyalgia"), headache ("headache"), palpitations ("heart palpitation"), night sweats ("sweat (night/day)") and hyperhidrosis ("sweaty day"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the hysterectomy outcome was unknown and the arthralgia, pain, fibromyalgia, headache, palpitations, night sweats and hyperhidrosis had resolved. The reporter considered arthralgia, fibromyalgia, headache, hyperhidrosis, hysterectomy, night sweats, pain and palpitations to be related to essure. The reporter commented: case is cross referenced with (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. New events joint pain, all over body pain, fibromyalgia, headache, palpitations, night sweats and sweaty were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("had lavh a little over 3 weeks ago") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) with procedural pain and tenderness. The patient was treated with surgery. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: case is cross referenced with (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.